Manufacturer narrative:
The lead was capped and surgically abandoned. A new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial pacing lead exhibited impedance measurements greater than 2,500 ohms. Upon further investigation, it was discovered the lead was bent at the distal end, just proximal to the ring, and had fractured. No adverse patient effects were reported.